Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two (2) erroneously high triglyceride (tg) results generated by unicel dxc 600 pro synchron chemistry analyzer. The samples were repeated and lower results were obtained. An amended report was initiated. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.